Event description:
The pump was returned for investigation. Investigation revealed that the force sensor calibration reading was out of specifications. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box recorded loss of prime with low non-zero and zero force. No loss of prime was observed during investigation. Force sensor calibration reading was out of specifications - high. The force sensor resistance reading was in specifications. Initial reporter: (B)(6).